Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was on there was no stimulation sensation. This reportedly occurred since (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.